Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years and 8 months due to prosthetic aortic valve stenosis. According to the op report, tte has shown decreasing ef (now in the 30-40%) and increasing stenosis over the past year. The patient also has been having more atrial fibrillation (dual pacer placed in (B)(6) 2011). The surgeon indicated that there were "adhesions" on the valve. No other findings reported. The device was replaced with a new edwards bioprosthetic valve. The patient was discharged home on pod #5.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. No further actions are possible with the available information.